Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert was triggered on the right ventricular (rv) lead due to high rate non-sustained episodes and sic (sensing integrity counter) count. The rv thresholds had gone up slightly, high short v-v intervals, and there was high and undefined pacing impedances. A lead fracture was confirmed. Reprogramming was done and the patient was admitted to the hospital. The following day the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that just over a month post right ventricular (rv) lead replacement there was an axillary thrombosis causing vascular occlusion with edema and swelling. Therefore, the fluid status monitoring impedance index is greater than 200 since shortly after lead replacement. The reference impedance for the fluid status monitoring was reset. No further patient complications have been reported as a result of this event.